Event description:
The customer stated she was hospitalized due to hypoglycemia. The reported blood glucose reading was 35 mg/dl. Troubleshooting was performed and it was found that the customer was disconnected during priming. The customer stated she must have miscalculated her carbohydrate intake on the day of the event. The bolus history was checked and the customer stated she took a bolus of eight units to treat four carbohydrates, but she doesn't remember eating anything. The customer stated that she takes her insulin prior to eating. The customer was advised that if she takes insulin to treat for a meal prior to eating, but does not eat, it may result in hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.